Event description:
Additional information received reported that the complaint does not concern the reduced therapy efficiency, since this experienced nurse knows what to do (re programming done, x-ray done, palpation done). Here it concerns the n¿vision that is not reliable. It was noted that different electrode combinations had been tried. It was also reported that twon¿visions were used at the same time and with patient in the same position. An xray was conducted, the skin was palpated and a surgical revision was scheduled. She has done very well on the neuromodulator in recent years. Since six months there have been complaints of increased urgency and more frequent defecation. In recent weeks also experienced incontinence. On 2020-10-08 measurements were: n'vision 1. Batt: 28-47%, 14-24m and n'vision 2. Batt: 37-75%, 20-39m.

Manufacturer narrative:
Continuation of d11: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8840 lot# serial# unknown product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient received a new ipg, but the complaint was not about the patient, but about the n¿vision.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that they had no confidence in the clinician programmer with regards to battery levels. A few times they experienced that a patient was complaining that the therapy was less effective, the clinician programmer showed battery levels of 30-60%, after five years. The programmer showed low battery level and finally it appeared that the batteries were indeed empty.